Event description:
It was reported that the insulin gauge was inaccurate and static. Customer performed a supply change to resolve the issue. The customer's blood glucose level was 288-469 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.